Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 8 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Sample 1: initial result: 166 ng/l. Repeat result: 64.0 ng/l. On (B)(6) 2025: sample 2: initial result: 25.7 ng/l. 1st repeat result: 20.6 ng/l. 2nd repeat result: 20.7 ng/l. On (B)(6) 2025: sample 3: initial result: 36.6 ng/l. 1st repeat result: 25.2 ng/l. 2nd repeat result: 25.6 ng/l. Sample 4: initial result: 73.1 ng/l. Repeat result: 60.8 ng/l. On (B)(6) 2025: sample 5: initial result: 17.5 ng/l. 1st repeat result: 10.6 ng/l. 2nd repeat result: 8.78 ng/l. On (B)(6) 2025: sample 6: initial result: 16.4 ng/l. 1st repeat result: 12.6 ng/l. 2nd repeat result: 11.9 ng/l. On (B)(6) 2025: sample 7: initial result: 16.9 ng/l. Repeat result: 13.8 ng/l. Sample 8: initial result: 36.9 ng/l. Repeat result: 46.9 ng/l.

Manufacturer narrative:
The qc was within range. There were no sample quality-related alarms. The investigation noted a general sub-optimal patient sample quality at the customer site. The provided data do not indicate an issue with the analyzer or the reagent. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic (sub-optimal patient sample quality) issue at the customer site. Preanalytics are within the customer's responsibility.